Event description:
The patient had an acl reconstruction using an allograft and 2 mitek/depuy milagro screws on the above date. The femoral screw loosened prematurely and was lodged in the intercondylar area as seen by an MRI scan in 2006. The loose screw required surgical removal. I have had at least 7 other milagro screw problems with loosening, fragmentation and reoperations required with this device. Diagnosis or reason for use: acl reconstruction.